Manufacturer narrative:
(B)(4). This lot was manufactured between june 7, 2013 ¿ june 10, 2013. Evaluation summary: during evaluation of the unit fluid was visually observed inside the housing. A functional test was performed, and after fill, the leak was visually observed at the welded area of the volume indicator port located inside the housing. The cause could not be determined. A CAPA has been initiated to investigate the leak. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured between june 7, 2013 ¿ june 10, 2013. The device has been received for evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
During evaluation of a returned two day infusor, leakage was found at the welded area of the volume indicator port. There was no patient involvement. No additional information is available.